Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently admitted to the hospital due to blood glucose level of 33mg/dl; cause was not known. Customer was treated with intravenous fluids and unspecified nasal liquid. At the time of report with tandem technical support, the customer was still admitted to the hospital. Multiple follow up attempts were made to gather additional information; however, the customer did not respond to follow up attempts.